Event description:
It was reported that the patient underwent an ambicor penile prosthesis replacement surgery because the device was not performing as expected. Upon explant, a perforation in the left rear reservoir was identified. The existing app was removed and a new malleable device was implanted. No patient complications were reported.